Event description:
Surgeon reported, pt had anterior knee pain. Revision surgery required.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 71450011, lot# 9immje, description: scorpio fixd bplate pa size 11. Cat# 81-6411r, lot# er9mtd, description: scorpio nrg ps femoral component with ha size 11. Cat# 82-7-1110, lot# eddmje, description: scorpio nrg x3 ps tibial insert #11 10mm. Cat# 2030-6530-1, lot# 4tmmtd, mer71t, merd3l, description: 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.